Event description:
It was reported that the batteries in a powered lift were not holding a charge and after the lift went up, it would not lower. When the user was lifting his wife, the lift would not lower and he had to call the fire department.